Manufacturer narrative:
Correction to field b1: adverse event/product problem. Correction to field b2: outcomes attrib to adv event. Correction to field h1: type of reportable event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for atrial fibrillation (af) with rapid ventricular response (rvr). The shock therapy occurred across one episode. Technical services (ts) reviewed the reports and noted that it was difficult to confirm if it was inappropriate therapy as this device was a single chamber device. Ts recommended the health care professional (hcp) to follow up with the cardiologist to confirm if it was an atrial driven rhythm as reprogramming may be needed. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for atrial fibrillation (af) with rapid ventricular response (rvr). The shock therapy occurred across one episode. Technical services (ts) reviewed the reports and noted that it was difficult to confirm if it was inappropriate therapy as this device was a single chamber device. Ts recommended the health care professional (hcp) to follow up with the cardiologist to confirm if it was an atrial driven rhythm as reprogramming may be needed. The device remains in use. No additional adverse patient effects were reported.